Event description:
It was reported that a stroke occurred. A left atrial appendage closure (laac) procedure was performed, and a 27 mm watchman flx pro closure device was implanted. The patient experienced a stroke at an unknown time after the implant. There were no residual symptoms, but there was a small gutter and leak on the side of the device. The patient requested to have the device explanted. The 27 mm closure device was percutaneously removed using a watchman trusteer sheath and non-boston scientific devices. A new 35 mm closure device was implanted. The patient tolerated the procedure well. There were no further details provided at the time of this report.